Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented for a normal follow up visit and she has an accelerated heart rate and can feel her hear pounding. A hall walk was performed and the patient felt short of breath. The caller turned minute ventilation (mv) off and pacing at the lower rate limit (lrl) was observed. No adverse patient effects were reported.